Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon catheter was separated. The physician successfully removed both pieces of the balloon and everything came out with the wire together. The device was exchanged with a different balloon and the procedure was completed with stent implantation. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received in two pieces. The distal tip was damaged. The majority of the inner shaft was buckled and twisted. The outer shaft was buckled at the proximal balloon bond 1.5cm in length. The shaft was separated at the guide wire exit notch. The separated ends were jagged and stretched which indicates that the separation was most likely due to tensile overload. A guide wire was received in the lumen of the distal shaft. The guide wire protruded 185.5cm from the tip and 94cm from the separated distal shaft. The inner diameter of the catheter could not be measured as the guide wire was stuck inside the lumen of the distal shaft and was unable to be removed. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon catheter was separated. The physician successfully removed both pieces of the balloon and everything came out with the wire together. The device was exchanged with a different balloon and the procedure was completed with stent implantation. No patient complications were reported and the patient¿s status is fine.